Event description:
The complaint deltamaxx was inserted to embolize the parasinus, however the physician was unable to detach the deltamaxx coil ((B)(4)) at the target lesion site. The deltamaxx was replaced with a different lot. After removed from the patient, the deltamaxx was checked and had the electrical failure. The both enpower dcb / cable were working perfectly. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the tve of davf at the unspecified target sinus. The patient was a female, whose dob and tortuosity / calcification level of the vessels were unknown. A fubuki (asahi intecc, 6fr), and a headway (terumo, type unknown) were used for this procedure.

Manufacturer narrative:
The complaint deltamaxx was inserted to embolize the parasinus, however the physician was unable to detach the deltamaxx coil ((B)(4)) at the target lesion site. The deltamaxx was replaced with a different lot. After removed from the patient, the deltamaxx was checked and had the electrical failure. The both enpower dcb / cable were working perfectly. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. Due to the fact that the patient was a (B)(6) carrier, the complained product has already been disposed. No further information is available. The procedure was the tve of davf at the unspecified target sinus. The patient was a female, whose dob and tortuosity / calcification level of the vessels were unknown. A fubuki (asahi intecc, 6fr), and a headway (terumo, type unknown) were used for this procedure. The device was not returned for analysis, and review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event could not be confirmed, since the product was not returned for analysis. There is no indication of any device performance or manufacturing issue related to the reported event; therefore, no corrective actions will be taken at this time. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.